Event description:
The biopsy device would not release from the pt. The probe had to be removed with forceful pulling. -(B)(4)-ts note: the complaint was submitted as a category 1 and was reclassified by the (B)(4) -medical advisors- to a category 2. There are no other adverse reports at (B)(4) or the FDA.